Event description:
A customer reported that their insulin pump became hot to the touch and a temperature alarm was recorded. There was no adverse impact on the customer's blood glucose level. The customer continued to use their current pump while tandem technical support arranged to send a replacement pump with updated software.